Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the therapy electrode (te) were non-functional.

Manufacturer narrative:
Evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (tes non-functional) was confirmed. As received the electrode belt failed incoming functionality testing. Upon evaluation, there was an open along the front pulse wire in the trunk cable. The cause of the failure was isolated to the open pulse wire. The root cause of the open cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the defective electrode belt.